Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products : 4076, implantable pacing lead, (B)(6) 2009; 4196, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that during the six weeks after device implant, the patient had an intercardial thrombus which prohibited defibrillation threshold (dft) testing. The patient also experienced severe obstructive sleep related respiration disorder which was associated with the implanted device. Ultimately dft testing was performed and the device was reprogrammed to the maximum energy output. Continuous positive airway pressure (CPAP) therapy was initiated, as well as a change in cardiovascular medication. The device remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.